Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, distal embolization, emboli, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "comparison of aspiration-first versus stentriever-first techniques in performing mechanical thrombectomy for large vessel occlusions" (fredrickson et al. 2020). In this retrospective review, twenty patients were treated with aspiration first using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), and a velocity delivery microcatheter (velocity) between 01-jan-2018 to 31-dec-2018. It was reported that the initial attempt at aspiration with the ace68 failed to remove the clot in three cases. Therefore, a stent retriever was used. Seven cases of embolus in new arterial territory were reported in procedures involving the ace68. However, the relationship between the ace68 and the embolus in new arterial territory were not specified. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.